Event description:
During a tooth extraction, the patient received a burn to the cheek, approximately 1.5cm in diameter. The patient is seeing a plastic surgeon for treatment. No other information has been reported regarding this event.

Manufacturer narrative:
Several inquiries have been made to have the products returned for evaluation, however, it has not yet been returned.